Event description:
It was reported that, during preparation of a water vapor therapy procedure, during prime, error 275 (water pressure increase too small during prime/syringe water fill error) was displayed. The procedure was not completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. B1. Adverse event/product problem: correction. D4. Unique identifier (UDI) : correction.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during preparation of a water vapor therapy procedure, during prime, error 275 (water pressure increase too small during prime/syringe water fill error) was displayed. The procedure was not completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.